Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the cutting edges were not sharp for phacoemulsification in cataract surgery. The timing of the event was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Corrected information was provided in b.1, b.2, b.5, h.2, and h.11. Upon further review of the complaint, it was clarified that the sharp cutting edges were referred to the scalpel and not the phaco tip. Based on latest information available, all information pertaining to the complaint will be sent under mfg report number 2523835-2026-00228 and 2523835-2026-00229. No further reports will be submitted under mfg. Report number: 9681121-2025-00133. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Upon receipt of additional information, it was clarified that the sharp cutting edges were referred to the scalpel and not the phaco tip.